Manufacturer narrative:
Date of explant: (B)(6) 2017.

Manufacturer narrative:
(B)(4).

Event description:
Device was near eri. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.